Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having revision surgery. Pre-op diagnosis was cervical kyphosis. It was reported that, patient had discomfort due to plate dislodgement. After c5/6 decompression, 11mm cage was placed and migration of c5/6 cage already occurred after combined posterior fixation. After 1 week postoperatively, further migration of the cage and head side dislodgement of the c4-7 zevo plate occurred. Total removal of plate and removal of  11mm cage at c5/6, autologous iliac bone transplantation between c5/6 vertebrae was retrieved during revision surgery.  The 13mm screw at c4 and 15mm screw at c7 was found loose and they were explanted. Procedure or technique performed during initial surgery was c4-7 anterior cervical discectomy and fusion. There were no particular problems with 5mm cage.  No further complications reported.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.